Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (lot number: unknown; 2000mcg/ml at 410.2mcs/day) from an implanted pump. The indication for use was intractable spasticity and stroke. It was reported that during a pump replacement procedure on (B)(6) 2016 it was discovered that the catheter had been torn near the connector site. As a result a new sutureless pump connector was implanted. The patient's status at the time of the report was alive with no injury and no patient symptoms had been reported.